Event description:
It was reported to boston scientific corporation that an advanix rx biliary stent with naviflex delivery system was to be used in the common bile duct for drainage during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the stent was unable to be deployed. The device was removed, and the procedure was not completed. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block g4: premarket/510(k): k101314, k203162; reported here as this exceeded character limit for the designated field. Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.